Event description:
Hcp reported the patient had a "catheter revision-connector split at pump connection". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.